Event description:
The advocate stated the customer received high out of range control results of 168 and 172mg/dl on the contour next link meter. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. New strips were sent. The control solution is not expected to be returned for evaluation.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.